Manufacturer narrative:
The fracture was confirmed during device evaluation, possible cause due to repeat bending adding stress to cause a kink resulting in the fracture, due to the patient being very active and unsedated. As noted in the IFU circuit lines should be managed throughout treatment to reduce catheter flexing, kinking or dislodgement. The kink was not noticed until the fracture occurred.

Event description:
On (B)(6) 2022, an 8 month old patient was cannulated with a 15 fr crescent ra dual lumen catheter. The patient was described as being very active and not sedated. On (B)(6) 2022, the patient was off ECMO for a brief period of time during exchange procedure due to reported catheter fracture. The patient did not experience any injury.

Manufacturer narrative:
Follow up report for additional information in b1(adverse event), b4 (date of report), d4 (added expiration date). Correction to g1 (contact information), and h1 (change from malfunction to serious injury).